Event description:
The pt has 2 leads (from the same lot) implanted as part of his scs system. It was reported the pt is experiencing ineffective stimulation. Reprogramming was initially able to provide effective coverage. However, subsequent attempts were unsuccessful. Surgical intervention may be taken at a later date to address this issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.